Event description:
It was reported during a implant procedure, when placing the right ventricular (rv) lead a change in morphology from left bundle branch to right bundle branch was observed. The rv lead was explanted and a new lead was used to complete the procedure. The patient was stable.